Event description:
It was reported that the autopulse platform performed compressions for only 7-10 minutes while using autopulse li-ion battery with serial number (sn) (B)(4). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please see the following related MFR. Report #3010617000-2014-00579 for autopulse® resuscitation system model 100 with sn: (B)(4).